Event description:
Reamer wouldn't engage during surgery causing a 25-30 minute delay to surgery.

Manufacturer narrative:
Examination of the returned head shaper confirmed the rod and head components are stuck/frozen together. Although the exact root cause could not be determined, previous investigations found the reamer must be tightened with the proper drill/reamer wrench. The surgical tech also states power reaming is not recommended. Product develoment and supplier quality met with the supplier in june of 2008 and are conducting testing to see if product improving is necessary. No further action taken at this time. Depuy warsaw considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complain will be re-opened.